Event description:
A system operator reports that the laser stopped firing three times during a procedure. On each occasion, the system operator hit the ablate button and the surgeon was able to complete the procedure. The system operator stated, the surgeon was satisfied with the patient's outcome and the pt was not injured by this event.

Manufacturer narrative:
Determination of root cause: assessment: during the on-site investigation, the field service engineer (fse) performed two test surgeries, checked laser for pre-firing or skipping and checked laser electronics. No problems found. The fse was unable to duplicate the laser not firing issue; however, identified the event in the surgery database. No parts were replaced or returned for eval. The fse completed a successful system certification. Conclusion: based on this investigation and the results of prior investigations, the event consistent with normal behavior of the thyratron technology and the root cause is most likely related to the thyratron.